Event description:
It was reported that the communicator was showing a steady red call doctor icon and one yellow sending wave. The cellular adapter was unattached and reattached to the other port. The communicator issue was not resolved. No adverse patient effects reported. The communicator remains in service. Additional information was received indicating the red call doctor icon was due to the right ventricular (rv) lead exhibiting high, out-of-range pace impedance measurements of greater than 3000 ohms. No adverse patient effects were reported.